Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience lightheadedness, dizziness, difficulty breathing, shortness of breath and stage one emphysema. The patient did not report receiving any medical intervention this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. The patient had alleged to have lightheadedness, dizziness, difficulty breathing, shortness of breath and stage one emphysema. The patient did not report receiving any medical intervention the device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/ breakdown was not observed. During evaluation secondary findings were also there 15756.3 blower hours, 15756.3 machine hours, and 15721.9 therapy hours were logged. Patient compliance in the last 90 days was 100%. Tube temperature was set to 3 and the humidifier was set to 4. Care orchestrator data was available. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. No errors were logged pil was unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Section h6 updated in this report.